Event description:
Complaint from baxter stated, patient had an alarm of "check lines" and upon opening the door and removing the cassette a leak was found. No patient injury or medical intervention was reported.

Manufacturer narrative:
Sample not available. Evaluation not performed.